Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), weight decreased ("weight loss"), abdominal distension ("bloating") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (to remove essure device). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, inflammation, weight decreased, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, dyspareunia, inflammation, pelvic pain and weight decreased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection: pelvic'), pelvic pain ('constant pelvic pain') and pregnancy with contraceptive device ('third pregnancy') in an adult female patient who had essure (batch no. 876537-notvalid, b76537) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test conducted-no". The patient's medical history included pulmonary embolism and gastrointestinal disorder. Previously administered products included for an unreported indication: lovenox, mirena and ferralet. Concurrent conditions included grand multiparity, haemorrhagic ovarian cyst, swelling abdomen, abdominal pain and ovarian cyst. Concomitant products included enoxaparin and ibuprofen. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), noninfective oophoritis ("inflammation on left ovary"), ovarian cyst ruptured ("infection from ruptured cyst on right ovary"), oophoritis ("infection from ruptured cyst on right ovary"), dyspareunia ("pain during intercourse"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight decreased ("weight loss"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic infection, noninfective oophoritis, ovarian cyst ruptured, oophoritis, weight decreased, abdominal distension, dyspareunia, menorrhagia, vaginal haemorrhage, female sexual dysfunction, fatigue, nausea, vaginal discharge and pregnancy with contraceptive device outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal distension, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, nausea, noninfective oophoritis, oophoritis, ovarian cyst ruptured, pelvic infection, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. The lot number reported (876537) is not valid. Batch no b76537 production date 2013-10-09 expiration date 2016-10-31 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received. New event pregnancy with contraceptive device, device ineffective was added. New reporters were added. Medical history was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infection: pelvic"), pelvic pain ("constant pelvic pain"), noninfective oophoritis ("inflammation on left ovary"), ovarian cyst ruptured ("infection from ruptured cyst on right ovary") and oophoritis ("infection from ruptured cyst on right ovary") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted-no". The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), noninfective oophoritis (seriousness criterion medically significant), ovarian cyst ruptured (seriousness criterion medically significant), oophoritis (seriousness criterion medically significant), the first episode of dyspareunia ("pain during intercourse"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight decreased ("weight loss"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and the second episode of dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic infection, noninfective oophoritis, ovarian cyst ruptured, oophoritis, weight decreased, abdominal distension, menorrhagia, vaginal haemorrhage, female sexual dysfunction, the last episode of dyspareunia, fatigue, nausea and vaginal discharge outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal distension, fatigue, female sexual dysfunction, menorrhagia, nausea, noninfective oophoritis, oophoritis, ovarian cyst ruptured, pelvic infection, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Amendment: the report was amended on (B)(6) 2018 for the following reason: correction following company internal coding review, the event term infection from ruptured cyst on right ovary was splitted and recoded to meddra llt's ovarian infection and ovarian cyst ruptured. No new follow-up information was received from the reporter. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection: pelvic'), pelvic pain ('constant pelvic pain'), noninfective oophoritis ('inflammation on left ovary'), ovarian cyst ruptured ('infection from ruptured cyst on right ovary') and oophoritis ('infection from ruptured cyst on right ovary') in an adult female patient who had essure (batch no. 876537/b76537) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted-no". The patient's medical history included pulmonary embolism. Previously administered products included for an unreported indication: lovenox, mirena and ferralet. Concurrent conditions included grand multiparity, haemorrhagic ovarian cyst, gastrointestinal disorder and swelling abdomen. Concomitant products included enoxaparin and ibuprofen. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), noninfective oophoritis (seriousness criterion medically significant), ovarian cyst ruptured (seriousness criterion medically significant), oophoritis (seriousness criterion medically significant), the first episode of dyspareunia ("pain during intercourse"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight decreased ("weight loss"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and the second episode of dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic infection, noninfective oophoritis, ovarian cyst ruptured, oophoritis, weight decreased, abdominal distension, menorrhagia, vaginal haemorrhage, female sexual dysfunction, the last episode of dyspareunia, fatigue, nausea and vaginal discharge outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal distension, fatigue, female sexual dysfunction, menorrhagia, nausea, noninfective oophoritis, oophoritis, ovarian cyst ruptured, pelvic infection, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Most recent follow-up information incorporated above includes: on 24-jun-2020: mr received: reporter added, lot number added, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection: pelvic'), pelvic pain ('constant pelvic pain'), noninfective oophoritis ('inflammation on left ovary'), ovarian cyst ruptured ('infection from ruptured cyst on right ovary') and oophoritis ('infection from ruptured cyst on right ovary') in an adult female patient who had essure (batch no. 876537-not valid , b76537) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted-no". The patient's medical history included pulmonary embolism. Previously administered products included for an unreported indication: lovenox, mirena and ferralet. Concurrent conditions included grand multiparity, haemorrhagic ovarian cyst, gastrointestinal disorder and swelling abdomen. Concomitant products included enoxaparin and ibuprofen. On (B)(6)2014, the patient had essure inserted. In (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), noninfective oophoritis (seriousness criterion medically significant), ovarian cyst ruptured (seriousness criterion medically significant), oophoritis (seriousness criterion medically significant), the first episode of dyspareunia ("pain during intercourse"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight decreased ("weight loss"). In (B)(6)2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and the second episode of dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic infection, noninfective oophoritis, ovarian cyst ruptured, oophoritis, weight decreased, abdominal distension, menorrhagia, vaginal haemorrhage, female sexual dysfunction, the last episode of dyspareunia, fatigue, nausea and vaginal discharge outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal distension, fatigue, female sexual dysfunction, menorrhagia, nausea, noninfective oophoritis, oophoritis, ovarian cyst ruptured, pelvic infection, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. The lot number reported (876537) is not valid. Most recent follow-up information incorporated above includes: on 17-jul-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection: pelvic') and pelvic pain ('constant pelvic pain') in an adult female patient who had essure (batch no. 876537-inv , b76537) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted-no". The patient's medical history included pulmonary embolism. Previously administered products included for an unreported indication: lovenox, mirena and ferralet. Concurrent conditions included grand multiparity, haemorrhagic ovarian cyst, gastrointestinal disorder and swelling abdomen. Concomitant products included enoxaparin and ibuprofen. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), noninfective oophoritis ("inflammation on left ovary"), ovarian cyst ruptured ("infection from ruptured cyst on right ovary"), oophoritis ("infection from ruptured cyst on right ovary"), the first episode of dyspareunia ("pain during intercourse"), menorrhagia ("abnormal bleeding vaginal, menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"), female sexual dysfunction ("apareunia"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight decreased ("weight loss"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and the second episode of dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic infection, noninfective oophoritis, ovarian cyst ruptured, oophoritis, weight decreased, abdominal distension, menorrhagia, vaginal haemorrhage, female sexual dysfunction, the last episode of dyspareunia, fatigue, nausea and vaginal discharge outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal distension, fatigue, female sexual dysfunction, menorrhagia, nausea, noninfective oophoritis, oophoritis, ovarian cyst ruptured, pelvic infection, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. The lot number reported (876537) is not valid. Batch no b76537, production date 2013-10-09 , & expiration date 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc (product technical complaint).fu 7 and 8 process together. On 6-jul-2020: pif received : no new clinical information. Fu 7 and 8 process together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infection: pelvic"), pelvic pain ("constant pelvic pain"), noninfective oophoritis ("inflammation on left ovary") and oophoritis ("infection from ruptured cyst on right ovary") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted-no". The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), noninfective oophoritis (seriousness criterion medically significant), oophoritis (seriousness criterion medically significant), weight decreased ("weight loss"), the first episode of dyspareunia ("pain during intercourse"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and the second episode of dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic infection, noninfective oophoritis, oophoritis, weight decreased, abdominal distension, menorrhagia, vaginal haemorrhage, female sexual dysfunction, the last episode of dyspareunia, fatigue, nausea and vaginal discharge outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal distension, fatigue, female sexual dysfunction, menorrhagia, nausea, noninfective oophoritis, oophoritis, pelvic infection, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs received, reporters information added, patient demographic updated, product indication added, essure insertion and removal date updated, event added- vaginal haemorrhage, menorrhagia, apareunia, fatigue, pelvic infection, nausea, vaginal discharge, ovarian cyst ruptured, device monitoring procedure not performed. Events onset date, severity and outcome added. Historical drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.